Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins of the rt340 adult breathing circuit were damaged. Upon receipt of the device, the feedset tube of the mr290 chamber (part of the rt340 circuit kit) was found to be damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned as part of a rt340 circuit kit to fisher & paykel healthcare (B)(4) for inspection. Results: visual inspection revealed that there was a break at the feedset tube, where it is inserted into the chamber. The surface at the break is rough, not smoothly cut. A lot check revealed no other complaints of this type for lot number 120224. Conclusion: the damage on the feedset tube appeared to have been caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during testing. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).